Event description:
Additional information received from a manufacturer representative. It was reported that the patient had a pinched nerve, and the ins helped their sciatica slightly. It never helped their back pain. A representative met the patient on (B)(6) 2026 and there was high impedance. The representative noted that there was no known cause for the issue. The patient was unable to increase stimulation and received the "settings not available" message. On the 0-7 lead all electrodes were listed as "do not use" and impedances read as 40,000 ohms. On the 8-15 lead electrode number 8 was listed as "avoid" and had an impedance of 40,000 ohms. No troubleshooting was performed. The patient was programmed using the 8-15 lead. The programming was effective and the patient reported feeling stimulation where they needed it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported inability to increase therapy settings in groups a, b, and c for past 2 weeks, though able to decrease settings. Agent reviewed information. Patient stated they had switched between different therapy programs but pain returned with no sensation or stimulation. Patient reported they are unable to feel any stimulation and that their pain has returned significantly. They stated they can usually change position to feel a slight buzz, but at this time they cannot feel any stimulation at all.